Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products cont. 5076 implantable pacing lead (B)(6) 2005. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had intermittent loss of capture from a possible dislodgement or placement difficulty. The rv lead was partially removed and replaced. The implantable pulse generator (ipg) had possible early battery depletion. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.